Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. The rv lead was explanted and replaced. The patient was stable and will continue to be monitored.